Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger from the abbott diabetes care (adc) device. The customer experienced seizure and an emergency doctor was called to their home. The doctor treated the customer with coca cola and subsequently experienced cramping and vomiting. The customer was treated with additional glucagon nasal spray, nutella with bread, and "infusion of glucose 4 times through the vein." There was no report of death or permanent injury associated with this event.